Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and anterior and brown particles. Leak test and microscopic analysis was performed which identified: striated opening on posterior, sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed; the result is no blockage. Based on the device analysis, the final assessment is a striated opening on posterior due to surgical damage consist in the use of some surgical tool and sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.